Event description:
On 9/24/08, a patient/layperson's mother (reporter/layperson) alleged that the patient's onetouch ultralink meter results had been inaccurately elevated, resulting in "overcorrecting". (Bolusing extra insulin) the patient calculates for herself when in school. Because the patient was at school with the meter, the reporter could not troubleshoot with the customer care advocate, cca, who replaced the meter and teststrips. Unable to speak with the reporter, this senior medical affairs specialist has mailed a letter and classified the complaint based upon information the reporter gave it to the cca. The reporter alleged that on three separate occasions, the meter has prompted high blood glucose after the patient tested. If ones blood glucose is over 600 mg/dl, the meter reads 'high blood glucose'. "She has had so many false readings for a month it is ridiculous." Allegedly, on one occasion (date and time not recalled), the patient's blood glucose was 'high blood glucose'. The patient corrected her insulin dose for the result and less than 20 minutes later reportedly became "light headed and did not feel well." At that point, the patient was tested on her "old" bd medtronic meter, result "60 mg/dl." The mother gave her juice to increase her blood glucose. The reporter did not provide who tested, who corrected, amount of insulin bolused, symptoms, if any, before the high. The reporter stated, "she pretty much crashed." Later, the reporter denied that she crashed but doubted that the patient could drop to 60 in less than 20 minutes. On two other occasions, the patient allegedly obtained 'high blood glucose' after which she tested or was tested on the bd meter with results of 140 and 120 respectively. The reporter said she ran a control solution test on one of the two lots of test strips, obtaining 140. The reporter did not wish to troubleshoot further; hence, she did not provide the control ranges for lots 2837726 and 2836864, both reportedly code 25 that reportedly was in the meter. The complaint is classified as an adverse event because the reporter alleged that the patient suffered low blood glucose after "overcorrecting" (bolusing extra insulin) based on an incorrect result.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.